Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for low impedance on the ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead warning for low impedance on the ventricular lead. During the replacement procedure for a new lead, an image of the lead indicated that the helix was possibly extending beyond the tip. No patient complications have been reported as a result of this event.